Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. No audio anomaly noted during self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly. The customer's blood glucose level was 300 mg/dl at the time of incident. The customer stated that they are unable to exit the preparing to prime loop. Customer also stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. Advised customer the insulin pump will need to be replaced and customer to revert to back up plan. The insulin pump will be returned or analysis.